Event description:
It was reported that a onelink catheter set could not be flushed with normal saline when connected to the hep-lock. This event was noted during patient infusion. There was no patient involvement or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing was performed and did not identify any issues. Functional testing was conducted as per the instructions for use provided to the customer in the label copy. No issues were noted. The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.